Event description:
Information received indicates the scale display is blank due to corrosion/fluid ingress onto the 22-position connector.

Manufacturer narrative:
The technician replaced the 22-position connector on the retracting frame and recalibrated the scale to repair the bed.